Event description:
Additional information: on 07/29/2016 it was reported that the patient received a red heart, low speed and pump off alarm on the evening of (B)(6) 2016. At the time of the event, it was stated that the patient was sitting upright in a chair. The patient was reported to be asymptomatic. The patient was immediately placed on battery and subsequently on an ungrounded power module patient cable with no further adverse occurrences.

Manufacturer narrative:
Describe event or problem: additional information. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and the severed portion of the driveline was also returned. Approximately 18 inches of the driveline that was severed from the percutaneous lead replacement was also returned. Examination of the entire original driveline found breaches in the insulation at approximately 5.5 inches from the pump housing on the orange, red, and brown wires. Furthermore, breaches in the insulation were identified at approximately 12 inches from the pump housing on the black and brown wires. The damage at both locations appeared to be consistent with abrasion damage due to repetitive flexing on the wire. As a result of the damage to the insulation, the underlying wire conductors were exposed. The report of red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the pump was supported by the power module. The reported alarms would have also resulted from the exposed conductors of two wires from different motor phases (orange/red and black/brown) contacting each other or making simultaneous contact with the shield while on battery support. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the hospital personnel on 10/20/2016 stating that the patient underwent a pump exchange due to the internal driveline fracture on (B)(6) 2016. Vad-17828 was replaced with vad-61243. During the implant procedure it was reported that the patient¿s mean arterial pressure was 65 mm hg, and that the central venous pressure was 19-22 mm hg, and that the patient required increasing doses of nitric oxide during the implant. After the pump exchange, the patient had fluid volume overload. The patient had continuous veno-venous hemofiltration (cvvh). It was reported that the patient expired on (B)(6) 2016. The cause of expiration was reported as biventricular failure. The device was reported as operating and functioning as designed after the exchange.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: it was reported that on (B)(6) 2016 while out shopping, the patient received intermittent red heart and low flow advisory alarms. The patient was asymptomatic and went to the outpatient clinic for further evaluation. Upon arrival to the clinic, the vad coordinator observed several episodes of pump power disruption on both battery and ungrounded patient cable. The device required driveline manipulation in order to restore pump power. Splinting of the exterior portion of the driveline for stabilization was performed and the patient was admitted to the hospital with inotropes on standby. The manufacturer's technical services reviewed the provided log file and observed multiple pump stoppages while connected to batteries. On (B)(6) 2016, an external driveline repair was performed. The repair appeared successful; however, pump stoppages returned shortly after the patient was connected to a patient cable. On (B)(6) 2016, the patient underwent a pump exchange.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient fell twice and experienced one syncopal event while on the toilet on an unspecified date. The customer suspected a driveline fracture. The patient's system controller was exchanged. A system controller log file was submitted to the manufacturer's technical services representative for review. Review of the log file revealed five pump stoppage events occurred while the system was connected to the power module. X-ray images submitted did not appear to show any areas of interest. Additional information has been requested, but has not yet been provided.